Manufacturer narrative:
Product event summary: the proximal segment of the lead was analyzed and no anomalies were found. Environmental stress cracking was noted on the overlay tubing and a depression was noted on the outer insulation.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular (rv) lead displayed high impedance. The lead was reported to be fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.